Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported sensor anomaly on the sensor. Customer¿s blood glucose level was unknown. Troubleshooting was performed. Customer advised the sensor was missing an electrode. The customer was advised to discontinue use of the sensor. The sensor will not be returned for analysis.